Manufacturer narrative:
(B)(4). Torn iris seal the analysis results of the device found that the seal materials were heavily wrinkled adjacent to the upper inner seal ring, still snagged between the lower seal ring gear teeth and upper inner seal ring. It could not be determined what may have caused the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colon procedure, the seal on device became torn. No piece fell into patient and another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
The customer reported that the reservoirs were leaking past the o-rings. No further information was provided.